Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: MFR reference report: 1627487-2019-04546, and 1627487-2019-04549. It was reported that during a lead revision on (B)(6) 2019, a csf leak occurred.

Event description:
Manufacturer reference report: 1627487-2019-04546, and 1627487-2019-04549.

Event description:
Device 2 of 3: MFR. Reference report: 1627487-2019-04546, and 1627487-2019-04549. It was reported that the csf leak was resolved.